Manufacturer narrative:
Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had an error code 1871 during testing. There was no patient contact.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact. There was evidence of the reported problem on the pump display as well as the event history log. Customer problem error code 1871 was duplicated on the pump display during the investigation. A faulty motor was found locked and causing the error code 1871 on the pump display. It was recommended that the motor to be replaced as corrective action. The root cause of the reported problem was unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Product is beyond 15 years from manufacture date of 2006-12 and there was no indication of a manufacturing defect during the investigation, so a DHR (device history record) review was not performed. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 6400.